Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and high ketones. Reportedly, multiple occlusion alarms occurred. Customer delivered a correction bolus and changed supplies to initially address bg. The customer went to the emergency room and was subsequently hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat bg. No additional information was provided regarding the customer's release date from the hospital. The customer reverted to an alternate method of insulin therapy.